Manufacturer narrative:
Correction: initial reporter updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Initial reporter was unavailable at the time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the straight suction was found bent during processing. There was no patient present when this issue was identified.